Manufacturer narrative:
A ge service representative performed an onsite investigation. Power was cycled to the wonder box. Power at the table power supply was evaluated and confirmed at 5.20 vdc. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.